Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. There was no damage to the distal tip. Com : (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute drug eluting stent to treat a severely calcified and moderately tortuous ostium cx lesion exhibiting 90% stenosis. No damage was noted to the device packaging and no issues noted removing the device from the hoop/tray. The device was inspected with no issues noted. The lesion was pre-dilated. It was reported that during the procedure , resistance was encountered and the stent failed to cross the target lesion. While attempting to withdraw the stent , the device deformed and dislodged slipping over the carrier balloon. It was elongated into the lmca with the stent damaged completely. Anticoagulant therapy was started and the patient was taken into surgery for CABG. The dislodged stent was removed from the patient. The physician confirmed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No injury reported. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.